Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had insulin overdelivery occur with their insulin pump. Customer's blood glucose level was reported at 101 mg/dl. The customer will call back after meeting with their healthcare professional if problem persists. No further information provided.